Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced cgm signal loss to the ilet after disconnecting for a shower and then reconnecting, leading to a prolonged absence of glucose readings and delayed sensor pairing until readings resumed at 312 mg/dl. Symptoms included hyperglycemia. Outcomes included transient loss of cgm-driven automation and user inconvenience. Investigation included guided troubleshooting with device restart, bluetooth re-pairing, and monitoring until data transmission resumed. Investigation of this case revealed a communication failure between the dexcom g7 and the ilet that resolved after re-pairing, consistent with intermittent signal loss without evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with environmental or connectivity factors.